Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the screws explanted were non-depuy products and the implants had a ring-shaped blackened as stated in the event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha at another hospital (B)(6). It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the stem (p/n: 900550210), the sleeve (p/n: 550513), the head (p/n: 152190057), the cup (p/n: unknown) and the liner (p/n: unknown) due to suspicion of armd, osteolysis and the loosening of the stem and the cup. During the surgery, it was confirmed that the implants were showed sign of black ring but there was no bone necrosis and soft tissue necrosis. The osteolysis occurred on large area. The revision surgery was completed with no surgical delay. The surgeon requested to investigate the stem¿s junction part (between the stem to neck, sleeve and inner boll). No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned femoral head finds nothing outward to suggest a product problem. There is nothing unusual for a device having been is-situ for approximately 12 years. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.